Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: a promus premier select ous mr 38 x 2.50 mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage with stent strut rows in the mid stent region lifted and pulled in all directions. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 05mar2021. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 80% stenosed, 38mm in length target lesion was located in the mildly tortuous and severely calcified, 2.50mm in diameter left anterior descending artery. The lesion contained >45 and <90 degrees bend. A 38 x 2.50 promus premier select drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. There were no patient complications reported and the patient was stable. However, returned device analysis revealed stent damage.